Manufacturer narrative:
Height reported as 6 feet or 1 meter 83 centimeters. A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The etching was good readable. The nail was broken in the region of the citrus form scratches and traces of use were visible, the anodized shape is partially injured. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. It was not possible to measure the dimension close to the breakage; the diameter was measured at the beginning of the shorter broken nail part. The result was that it fulfills the specification. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Other: UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Complainant part is expected to be returned for manufacturer. Review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ 473.805s ¿ 9020216. Manufacturing site: (B)(4). Manufacturing date: 16.jun.2014. Expiry date: 01.jun.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient had a proximal femoral nail antirotation (pfna) implanted on (B)(6) 2015. After the surgery the patient expressed paint and discomfort. An x-ray was taken and it was confirmed the implant was broken into pieces. The surgeon preformed a hemiarthroplasty revision surgery on (B)(6) 2015. This is report 1 of 4 for (B)(4).